Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to emergency room due to diabetic ketoacidosis and hyperglycemia of over 600 mg/dl. Customer current blood glucose was 303 mg/dl. Customer reported no symptoms as a result of high blood glucose. Customer reported infusion set had bent cannula. Customer was treated with intravenous insulin drip. Troubleshooting was performed, customer will continue use of insulin pump.